Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, a patient death occurred. The 100% stenosed, 3x24mm target lesion was located in the left anterior descending (lad) artery. A 3.0x24mm liberte stent was implanted resulting in 5% residual stenosis. No additional procedure was performed in the target lesion. The procedure was a technical success. The patient was discharged thirteen days later with unstable angina, braunwald classification (iii b). The discharge medications were asa and clopidogrel. The patient did not have angiography without subsequent revascularization. The patient experienced sudden cardiac death that day.